Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument's plastic coating broke, so the operation of the instrument and thermal dispersion were compromised. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and appeared perfect. There was no damage. The cannula was inspected with the gauge pin. No arcing was observed. The instrument was connected to the e100. The fenestrated bipolar forceps also was used during the case; however, there were no collisions of instruments. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The plastic cover was broken. There was no injury to the patient. No photos available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the synchroseal instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed, and the jaw cover was found to have tearing. Tears measured 0.402¿ in length. There are no signs of thermal damage present at the end of any tears. No material was found missing. The complaint was confirmed by failure analysis. The probable cause of the torn jaw cover is attributed, either partially or entirely, to user handling of the device, including during sample preparation or post-use activities.

Event description:
Refer to h11 for follow-up information.